Event description:
This MDR is for the coaguchek xs strip lot 32264116. Refer to the MDR with patient identifier (B)(6) for the unknown strip lot. Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested the patient by fingerstick on the meter and the result was 3.5 inr. The patient had a lab test and the result was 2.5 inr. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no new illness or medications, no change to warfarin dose, no diet changes, no bleeding and is not anemic. The patient has some symptoms of bruising but has not required any treatment and is in a stable condition. There was no allegation of an adverse event. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.